Event description:
A (B)(6) female underwent an uneventful transoral incisionless fundoplication (tif) procedure on (B)(6) 2011. The pt experienced nausea and vomiting post procedure, however it was thought to be related to some medications that the pt was taking. Two weeks following the procedure the pt continued experiencing nausea and vomiting with a low grade fever and was admitted. A CT scan revealed a hematoma in the retrogastric space. No sepsis or surgery was required for treatment. The pt was seen at a f/u visit last week and is doing fine. The valve created by tif appears to be intact.

Manufacturer narrative:
Eval: method: because the adverse pt symptoms presented itself sometime after the procedure, the device had already been disposed of per the hospital's standard operating procedure and is not available for an eval.